Event description:
During operative hysteroscopy, the surgeon was using a resectoscope with cautery (monopolar). The circulating rn noticed smoke coming out of the proximal end of the cautery cable, nearest the machine attachment port. The surgeon was notified, the procedure stopped, the cable was removed from the field and the pt was examined for burns, including the grounding pad site. The cable was replaced. The cautery machine was removed from service for exam, the cord was returned to the MFR.